Event description:
During an arthroscopic surgical procedure, the physician was utilizing a quantum 2 surgery system. Intra-operative, the quantum 2 allegedly shorted out the electrical power strip it was powered through. The physician was able to complete the procedure with a surgical delay of approximately 15-minutes. No patient complications were reported as a result of this event.